Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7074686/7074703.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were explanted. The explanted device component were discarded by the medical facility and will not be returned.